Event description:
None-delivery reported. The pump was set up for home care use to deliver intermittent doses of gancyclovir every 8 hrs. A nurse had primed the administration set and filter and programmed the pump for a 7 day supply container. The pump display appeared to be registering doses correctly. On day 6, the pump alarmed "occlusion" and "check cartridge" and it was noted that the bag still appeared full. The home care nurse verified that the bag was full and the display had registered delivery of 20 doses. No pt harm was reported. The infusion was re-started with a new pump. No further info was available.

Manufacturer narrative:
A review of the pump's history log indicated on 10/16/1997 an intermittent program of 3mg/ml, 139.8mg over 1 hour, every 8 hours. The pump infused 19 dosed without problems. However, on 12/23/1997 dose 20 had numerous check cartridge and occlusion alarms noted from 6:19p.m. To 7:54p.m. When the pump was powered off. An infusion test, using the customer's protocol ran within specifications and without any alarms. The expected amount was 733.5ml and we measured 731.48ml. The percent of error was -0.275% a small amount of fluid spilage was noted on the top of the frontcase and backcase and in the motor frame.